Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass they experienced a h/s cuvette disconnect error. This event was originally deemed not reportable; however, it has become associated with voluntary safety alert 1124841-12/08/2015-004-c. The safety alert was initiated by terumo on december 8, 2015. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully without delay.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on january 5, 2016. (B)(4). The sample was not returned for evaluation. A retention sample from the same product code/lot number combination was obtained for investigation. A review of the device history record revealed no manufacturing anomalies. The retention sample was microscopically inspected, and the magnet of the cuvette did not reveal any potential defect that would inhibit part functionality. The retention sample was found to have no difficulties connecting to the cdi 500, and the magnet strength was found to be normal. Although the retention sample was found to have no functional issues, other products from the same product code/lot number combination have been confirmed to have issues connecting to the cdi 500 monitor; therefore, this complaint has been confirmed. The root cause of the failure was determined to be defective magnets that have a lower magnetic strength than normal. These magnets are manufactured by an outside supplier, (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.